Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the debris inside nozzle, white residue in air/water and auxiliary channel-both sides. For the no image, the investigation, it is likely the following led to the malfunction: electrical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited debris inside nozzle, white residue in air/water and auxiliary channel-both sides and no image when angulated. There was no patient involvement.